Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Placement signal issue: based on the data log signatures noted and no defects being found on the returned pump, the cause of the placement signal issue was most likely related to the console.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During device support, an optical sensor failure was observed. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.